Event description:
Surgeon performing a lumbar interbody fusion with bodytom/brainlab navigated pedicle screw instrumentation and implantation of l3-4 and l4-5. At the l5 level, surgeon noted trouble with the navigation accuracy. He was able to cannulate the pedicle with no breach. However, when placing the screw it appeared visually to be lateral, so a c-arm was brought in to verify placement which showed screw was not placed accurately and was indeed lateral. Surgeon attempted to remove screw, which when pressure was applied to it broke through to the transverse process. Another image obtained via c-arm showed the screw in the retroperitoneal space at the l4-5 level and was not retrievable. A general surgeon was then called in and after the pt was stabilized posteriorly, he was turned over and an anterior approach was made for an exploratory laparotomy to remove the screw. It was found to have come through the psoas muscle and was retrieved with no complications at this time.